Event description:
It is reported that the patient was revised due to tibial implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review could not be performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.